Manufacturer narrative:
The ipg passed visual, photographic imaging, electrical and performance tests performed. The possibility that electrical leakage could cause pain in the ipg site and unwanted stimulation was investigated. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. No discrepancies were identified. Device exhibits normal device characteristics.

Event description:
A report was received that a patient¿s precision system was explanted due to discomfort. The patient's ipg was located at the right buttock area and had migrated to half a cm deep in the skin, causing the discomfort.

Event description:
A report was received that a patient's precision system was explanted due to discomfort. The patient's ipg was located at the right buttock area and had migrated to half a cm deep in the skin, causing the discomfort.